Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device reached elective replacement indicator (eri) status after being in service for only approximately six years. This is an indication of premature battery depletion. Boston scientific technical services (ts) indicated that the device is exhibiting power consumption greater than 400% and noted that power consumption has been rising over the past two years. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device reached elective replacement indicator (eri) status after being in service for only approximately six years. This is an indication of premature battery depletion. Boston scientific technical services (ts) indicated that the device is exhibiting power consumption greater than 400% and noted that power consumption has been rising over the past two years. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.